Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the right ventricular (rv) lead, the lead seemed to have a bend in the distal portion of the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.